Event description:
An infusion pump was programmed to infuse an antibiotic in the secondary mode. The secondary rate was programmed for 100 ml/hr and the vtbi (volume to be infused) was 100 ml. The antibiotic should have infused over one hour. However, approximately 5-7 minutes after the secondary infusion was started, the pump alarmed bag empty. The nurse verified the 100 ml antibiotic infusion was empty. However, when the secondary pump settings were checked, the vtbi was 84 ml.